Manufacturer narrative:
Product evaluation: the used cartridge complaint sample was not returned. A video was provided. The video starts with the lens case showing the serial number. The light is extremely bright. Due to brightness, details are hard to observe. The cartridge preparation is shown. Due to the excessive glare, the amount of viscoelastic added could not be determined. It did not appear that adequate viscoelastic was added to the cartridge. The lens was loaded with no issue observed. After twelve minutes, the lens is quickly advanced from the nozzle entry area directly into the eye. After the lens is delivered, material is observed on the right side of the posterior surface of the optic. The material is removed with the (irrigation/aspiration) I/a tip. The lens remains implanted. Cartridte product history records were reviewed and documentation indicated the product met release criteria. A non-qualified handpiece and viscoelastic were indicated. The root cause for the reported foreign material could not be determined. The used cartridge was not returned. No determination can be made without physical evaluation of the complaint sample. The provided video was reviewed. A strip of material was observed on the posterior surface of the lens. Based on the review of the provided video, the observed material may have been internal coating material from the cartridge. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been four other similar complaints from the same facility reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, there was foreign material on the iol. The physician considers that the coating from the cartridge came off on the iol. The foreign material was removed during the initial procedure with irrigation and aspiration. The iol remains implanted. There are two medical device reports associated with this event. This report is associated with the cartridge.